Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge change error message occurred when the user attempted to load a new cartridge. The user's blood glucose (bg) level was 330 mg/dl for this event. Additionally, it was reported that an occlusion alarm occurred. The user reported a bg level of 556 mg/dl with large ketones and the bg levels were addressed with manual injections. It was confirmed that the user had an alternate method of insulin delivery available.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion alarm) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged malfunction (cartridge change error) was verified.